Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the patient had obtained several low and elevated blood glucose levels ranging from 45 mg/dl to ¿hi mg/dl¿ (greater than 600 mg/dl) over a few weeks. During this time period, the patient experienced no symptoms of high or low blood glucose levels. After downloading the pump¿s memory, the hcp discovered many entries of a blood glucose reading of ¿80 mg/dl¿. Troubleshooting revealed the patient¿s technique was incorrect by not entering the blood glucose value in the pump for bolus calculation and instead selecting the factory default result of ¿80 mg/dl¿. The patient reportedly was not compliant with calculating meal carbohydrate contents or bolus doses on a regular basis. The patient noted he administered self-treatment by taking bolus doses of insulin via the pump for elevated blood glucose levels and consuming carbohydrates for low levels. The patient did not seek any medical attention. Troubleshooting revealed the pump was functioning appropriately. The patient¿s technique was incorrect by not entering his current blood glucose value for bolus calculations. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia after this occurred, this complaint is being reported.